Manufacturer narrative:
The lot was manufactured between august 1, 2018 and august 2, 2018. The device was received for evaluation containing fluid in the bladder. Visual inspection revealed no evidence of flow at the distal luer when the luer cap was removed; no signs of drug precipitate were found. The tubing line was cut in order to drain the drug fluid and no fluid was observed coming out of the cut tubing. The reported condition was verified. The cause of the condition was excess solvent related to the assembly during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate could not be primed; no solution came out of the tubing. The device contained cefazolin. This occurred prior to product use. There was no patient involvement. No additional information is available.